Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported stent dislodgment was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for stent dislodgement reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the 4.0 x 15 mm rx vision stent delivery system was removed from the plastic hoop without difficulty. The protective sheath and stylet were removed without difficulty and the stent dislodged, remaining in the sheath. There was no patient involvement. No additional information was provided.